Event description:
During troubleshooting for an alarm with global technical service (gts), a home patient (hp) revealed believed she touched the bag connection during setup. Gts advised the hp to contact the nurse regarding touching the tip on the bag connection and then connecting to the setup. Product surveillance (ps) spoke with the hp's nurse, who said that the hp had notified them of the incident and they had reviewed proper procedures. The nurse said the hp did not have any complications as a result of the incident. The patient was involved but there was no serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint for use error of touching the bag connection during set up was not confirmed. The root cause was determined to be use error. A labeling review found the labeling to be adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted if any additional information is received.